Manufacturer narrative:
The cutter involved in the reported event was requested however to date it was not received. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(6) stated that the cutter primed as normal however during the procedure it stopped working and would not cut the vitreous. The cutter was replaced and the procedure was completed without any injury or consequences to the patient.